Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) implanted in the spine would no longer charge. No patient complications have been reported as a result of this event. It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a return of sciatica pain that was stronger than before. The implantable neurostimulator had not been charging for two years, and the patient reported increasing difficulty connecting to the implant, which progressed to an inability to charge the device. An error message appeared on the controller regarding connection to the paddle. The patient missed treatments for nerve burns and radiofrequency ablation during this period. The patient inspected the recharger and did not observe any damage. The agent reviewed instructions on how to recharge the controller with the patient

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated that they called last week and went through troubleshooting and the controller charged, but now they had an error code that appeared after trying to connect to (recharge) the implantable neurostimulator (ins). Patient stated that they had taken a picture of the error message and it was system problem rm03. Patient said that the error message appeared after their last call on that same day. Agent reviewed to reset the controller. Patient stated that they had done that and that the controller was completely charged but their ins was as dead as a door nail. Agent had the patient unlock the controller and patient saw no device found. Agent had the patient initiate an ins recharging session. Patient described seeing the number as 98 on the trying to recharge screen before. Patient saw no device found, so the patient repositioned the recharger and agent had the patient tap recharge to go through passive recharge. Patient stated that their sciatic nerve was unbelievable right now. Patient saw no green light on the controller. Patient saw poor recharge quality, so they repositioned the recharger again. Recharger problem then appeared. Agent reviewed recharger replacement with the patient.